Event description:
The user facility reported water leaking from their system 1e unit onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and observed multiple blankets were placed on the floor to contain the water leak. The technician evaluated the system 1e and determined the leak originated from the uv assembly inlet due to a loose hose connection. The technician tightened the hose fitting to specification, ran a test cycle and found the cycle aborted due to a fill time fault. The technician then replaced the a/b filter cartridges, ran a diagnostic and processing cycle and returned the unit to operation. The technician had performed service on the uv assembly ten days prior to the reported event which included tightening of the uv hose connection. On (B)(4) 2013, hopkins quality discussed the proper tightening procedure for system 1e hose fittings with the technician.